Manufacturer narrative:
Device evaluation summary: as received, all three leaflets were found to be noticeably stiff when probed by fingers. Severe host fibrotic tissue (pannus) overgrowth was observed on the outflow surface of all three leaflets. Leaflet fusion by pannus is evident at all three commissural areas. Leaflet 1 was found to be retracted/bent by the pannus tissue at the coaptation edge near commissure 2. Chordae-like tissue remanence, most likely from the preserved patient native mitral valve, was found to be attached to the host pannus tissue at commissure 2 and a host tissue encapsulated surgical pledget on the sewing side behind commissure 1. Except for a small high density nodule was found in leaflet 1 near the coaptation edge where the leaflet retraction was located, no appreciable tissue calcification is evident by x-ray imaging. Host tissue growth on the inflow side of the leaflets appears to be unremarkable. Device evaluation suggests that the severe host pannus tissue overgrowth on the leaflets and the pannus-mediated leaflet fusion appear to be the primary cause for the reported malfunction of this particular bioprosthesis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction or quality deficiency related to this event. No further action required at this time.

Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve was explanted after 4.5 years due to central regurgitation; report indicates the leaflets were fully mobile but there was pannus formation observed on one of the leaflets. Patient records were requested from the healthcare provider but not yet provided to edwards.